Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was dislodged and was failing to capture. This issue was confirmed using x-rays and no patient symptoms were related. The patient is in the hospital being treated for an urinary tract infection (uti) and then it will be referred back to the implanting physician. Lead revision was recommended. No adverse patient effects were reported.